Event description:
Patient revised on (B)(6) 2021 due to dislocation from non-compliance with post-op instructions (pt removed surgical sling), approximately 6 weeks following primary surgery. Surgeon explanted 36/+3 standard humeral cup and replaced it with a 36/+9 stability humeral cup.